Manufacturer narrative:
(B)(4). D10: cat# 00980103200 lot# unk calcar planer small. G2: foreign: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a primary total hip procedure the surgeon attempted to use the calcar planer in accordance with the surgical technique. While doing so, the post of the rasp broke off and was lodged in calcar planer. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- rasp. Visual examination of the returned product identified rasp cutting teeth are dull and worn. Tool marks are present at the proximal end of the cutting teeth. Flat surface around the etch shows indentations from previous uses. Post is confirmed to be fractured away from the rasp. Post shows galling and gouges from use. No other damage was noted. All fractured pieces were returned review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.